Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not interrogate certain devices. The hard drive was replaced and reimaged and loaded with updated software. (B)(4).

Event description:
It was reported that during an interrogation of an implantable heart device model the programmer started the application and then returned to the "model" screen. The interrogation was attempted several times. It was further reported that it happened again when interrogating a second implantable heart device model. The user did a repeat serial number update but the situation did not resolve. It was noted that so far this had occurred with just these two models. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.